Event description:
The customer's mother reported via phone call that the insulin pump went into threshold suspend with a sensor glucose level of 50 mg/dl and a blood glucose level of 200 mg/dl. The customer's mother declined troubleshooting. The customer's mother will not return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.